Event description:
A complaint was received from a customer that said the "tens and units digit were missing segments. While on the phone a review of the system was conducted and at that time the only digit was affected was the "tens unit". A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.